Manufacturer narrative:
Review of complaint trending reports for the architect total b-hcg assay did not identify any related trends. However, an increase in complaint activity was identified for lot 92571ui00 associated with the complaint issue. Using worldwide field data the historical performance of the complaint lot was reviewed. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and within the established limits which confirms no systemic issue for the lot. The reagent lot was further evaluated through performance testing. An in house retained kit of reagent lot 92571ui00 was used to test panels which mimic patient samples. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
Patient identifier: complete sid (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for 1 patient. The following patient data was provided: initial positive result = 3769.35 miu/ml, and negative repeat =<1.20 miu/ml. No impact to patient management was reported.